Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient had high blood glucose levels which was 400 mg/dl, therefore patient had received pump on (B)(6) 2024. It was also reported that patient was hospitalized on (B)(6) 2024 for 10 days and the reason for hospitalization was ketoacidosis and received five units of insulin at night for sleep. The patient had ketones bodies and experienced symptoms such as vomiting and stomach pain while admitting the hospital. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-37612) was submitted on 28 jan 2025 . However, based on investigation done on 19 jan 2026 and clinical review done on 23 jan 2026, it was found that the serious injury was not related to the infusion set and no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.